Manufacturer narrative:
(B)(4). The minicap was received and the device analysis has been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A dimensional analysis of the minicap showed all dimensions to be within specification limits. Visual inspection confirmed the reported crack. However, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be completed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed in the minicap during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.